Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation in 2008 that a obtryx system halo was used during a sling placement procedure (female patient; age and weight are unknown). According to the complainant, four weeks post procedure, patient was complaining of pain during intercourse and physician examined the patient and found nothing obvious to cause the problem, but a premarin cream was perscribed to the patient . On september 17, 2008, they confirmed that pre operation instruction was given to the patient to refrain from sexual activity and lifting heavy objects for a period of 4 weeks. In 2009, it was reported that the physician removed a section of mesh. The pateint was still continent and doing fine.

Manufacturer narrative:
Pain. Other (for use when an appropriate device code cannot be identified). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.